Manufacturer narrative:
The hillrom technician advised the customer to replace the sidecom board. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom has contacted the account three times requesting a resolution to this event. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed nurse call was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).